Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the system displayed a red screen during laser action in a photocoagulation procedure. A reboot of the system was attempted, but did not resolve the issue. Laser illumination was unable to be used for the "neighboring region" and the case was aborted. The pt's present condition is unk. Additional info has been requested.